Manufacturer narrative:
Date rec'd by MFR: 23jul2019. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed and no repair information was found. Product support advised customer to replaced the user interface assembly. The case was closed out due to no response from the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit powers on by itself. No patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit powers on by itself. No patient or user harm reported.